Event description:
After deploying the enterprise (vrd) vessel-reconstructing device and retracting the delivery wire, the positioning marker and the distal delivery wire marker did not move and stayed within the vrd that had just been deployed. After removing the microcatheter and the delivery wire, it was observed that the wire had fractured and the distal portion of the delivery wire remained in the same position, at the vrd. The portion of the delivery wire was observed, and it was not moving during the rest of the procedure, so the physician's assumed the distal delivery wire that was still inside the pt was fixed to the wall of the artery by the vrd. They did not do any other maneuver with the vrd. Additional information indicated that when deploying the vrd, there was no resistance encountered and nothing seemed out of the ordinary, the vrd advanced to the aneurysm location without difficulty. The enterprise was advanced to just beyond the aneurysm. The delivery wire was retracted a bit, and it was noticed that the positioning marker did not retract in a one to one fashion, suggesting the wire was fractured at this point. However, at the time of the procedure, the physicians did not perceive this to be a problem and continued with deployment. This suggests that the wire may have been fractured before deployment of the vrd. After the procedure, they acknowledged they should have pulled the system out of the patient before deployment but only after, we discussed what was happening.

Manufacturer narrative:
The operator indicated that the vessel reconstructing d was placed successfully, but we noticed that the vrd positioning marker was pinned within the vrd and the artery, and it was not retrievable. The vrd positioning marker had a very stable appearance and was not moving at all, and would not likely cause any problems". The product was not re-shaped or handle in any manner. The distal tip of the enterprise stent was not re-shaped. During the insertion, the product could be advanced via the different products (select plus microcatheter) with no resistance or issues, but we noted that when the delivery wire was pulled back slightly the positioning marker did not come back with the delivery system. The tuohy borst adapter was not accidentally over tighten on the enterprise stent. Constant and dedicated flush was maintained through the microcatheter. The enterprise stent was delivered to the site and not recaptured, but it could not be pulled back at all. The patient's anatomy was not calcified, but was tortuous. The vessel proximal and distal diameter was 3.9 mm. The aneurysm characteristic was a wide-necked sidewall carotid aneurysm at the superior hypophyseal artery (ophthalmic segment), previous incomplete clipping of aneurysm at outside institution, with re-growth of the neck. A trapped technique was not utilized for this procedure. No other product was utilized with the enterprise stent. A coil was attempted after the vrd was placed, but aborted. The patient's medical history consisted of previous brain tumor (unrelated, previous incomplete clipping of aneurysm, with re-growth of the neck. The product was returned, but the analysis has not yet been competed. Additional info will be submitted within 30 days.